Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the physician stated the "sheath was non-conforming". The physician felt the sheath did not feel or look right. The physician was able to re-wire the vessel, remove the starclose se device and hemostasis was achieved using a second starclose se device. There were no reported adverse pt effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed. (B)(4).

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device would not fire any clips. Another device was used to complete the case. There was no consequence to the patient.